Event description:
It was reported that the patient received inappropriate therapy due to what appeared to be atrial fibrillation (af) with rapid ventricular response. Initially therapy was withheld due to af, but the rate accelerated and the implantable cardioverter defibrillator (ICD) treated with shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).